Manufacturer narrative:
Review of sterilization and manufacturing records indicate no abnormalities or non-conformances that would have contributed to this issue. All product accepted to stock were evaluated to be within specifications with all inspection and certification present and correct. Review of complaint log shows 1 other complaint and MDR filed for an infection event in 2013 ((B)(4))for a centinel spine cervical product. This is the first complaint regarding an infection in relation to a lumbar product. The rates are within those evaluated for probability of occurence and fully mitigated within the corresponding risk assessment fmeas. Device not returned to manufacturer.

Event description:
A 2-level alif at l4-5 and l5-s1 was performed on the patient on (B)(6) 2016. They brought the patient back to the or to treat an infection they had determined was somewhere internal near the l4-5 interbody area. Upon exploration, they found an infected area trans-psoas in that area that also extended into the interbody area where the cage was placed. They removed the screws and the cage and discovered that the infection had found it's way into the disc space, dissolved the bone graft material and loosened the interface between the cage and the endplates. One of the endplates appeared to be fractured, so the surgeon decided not to replace the cage, and instead to thoroughly clean and wash the area, pack the disc space with cancellous chips and other bone graft material and come back later with posterior pedicle screws to stabilize the joint. The do not think the infection is device related, but it is not known what caused the infection or where it originated.